Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer would not power up. The power supply did not provide output and had a burning odor. It was also indicated that the system fan was noisy and therefore replaced.

Event description:
It was reported that while the programmer was in use when the circuit breaker on the power extension box tripped and the programmer made a "cracking" sound as it switched off. Following this, the programmer no longer turned on. The programmer was returned for service. No patient complications have been reported as a result of this event.